Manufacturer narrative:
Concomitant medical products: 4041 lead, implanted (B)(6) 2006.

Event description:
It was reported that there was inappropriately atrial tachycardia (at)/atrial fibrillation (af) detections due to far field r-wave (ffrw) oversensing. It was also noted there right atrial (ra) lead was not captured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient experienced dizziness, shortness of breath and chest pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the ra lead exhibited chronic low p-waves. Possible undersensing was present on electrograms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was capped.